Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A system log review was received from an intuitive surgical, inc. (Isi) senior failure analysis engineer stating: a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was also hospitalized for 4 to 5 days due. Although the physician indicated that the cause of the pneumothorax was attributed to the location of the lesion, the extent to which the ion system may have contributed to the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after completion of an uneventful ion endoluminal lung biopsy procedure, the patient experienced shortness of breath and chest pain two days post-proceduraly. The patient went to an urgent care center and received a chest x-ray which showed an unspecified thoracic abnormality. Upon follow-up, the physician clarified that the patient was found to have a pneumothorax. She was sent to the hospital. The patient was admitted to the hospital and a chest tube was placed to resolve the pneumothorax. The pneumothorax did not grow in size over time. The length of hospital stay was 4 to 5 days. The patient was discharged home in stable condition, pain free, and with no sequelae. The physician stated that the cause of the pneumothorax was its location (the lesion was between 2 fissures, making the risk of a pneumothorax highly likely). There was no allegation that a malfunction of an ion system, instrument, or accessor occurred.